Event description:
The physician used an unk introducer sheath for vascular access and a balance guidewire and a 7 fr brite tip jr4 guide catheter to cross the lesion. The lesion was predilated with an unk device prior to placement of the zeta stent. The pt was asymptomatic during this event. The maverick2 monorail 20/3.0 mm balloon was removed and replaced with a maverick2 monorail 20/3.25 mm balloon to successfully complete the procedure.

Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in a tortuous distal right coronary artery. The maverick2 monorail balloon was being used to post-dilate a zeta stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.